Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening assessed as surgical damage. ¿ seroma-late: unable to observe as it is not related to the device. Additional observations: ¿ no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported "ultrasound showed no clear rupture of the prosthesis, but there was a small amount of fluid collection around the right prosthesis". Been explanted.